Event description:
Failed to integrate. Mobility after 2 months of healing period.

Manufacturer narrative:
Failed to integrate. Mobility after 2 months of healing period. Bone graft was done after the extraction. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.